Event description:
It was reported that the left ventricular lead dislodged. The lead was programmed off as the patient was leaving on a trip. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable defibrillation lead: (B)(6) 2012. A 5076, implantable pacing lead: (B)(6) 2012. (B)(4).